Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and culdoplasty; due to anterior apical posterior pelvic relaxation and sui. It was reported that the patient underwent excision of vaginal mesh, cystoscopy, hysteroscopy and d&c on (B)(6) 2008 due to vaginal mesh extrusion and postmenopausal bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.